Manufacturer narrative:
Product analysis: visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened without issue. The flex arm was able to maintain the position once tightened. The instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar decompression. Intra-op, the screw, that connects to the tube, would not screw down. Hence, another product was used to complete the procedure. There were no patient complications reported as a result of this event.